Event description:
Technician reported a system 1000 hemodialysis device removed 4 kg of fluid within the first hour of treatment. The patient reported not feeling well and was hypotensive. The intended treatment was 3.9 kg ultrafiltration removal with a 4 hour duration. The patient was administered normal saline and recovered. There were no alarms reported. There was no patient injury or medical intervention associated with this incident.